Event description:
Customer received a false positive hcg result for one pt sample. Initial result gave 45.17 miu per ml. The pt questioned the result. The physician requested a second sample in 2009 and the sample gave a negative result. The initial sample and second sample were retested two days later, both giving negative results. No info provided to determine if pt was adversely affected.